Event description:
Boston scientific received information that one day post implant, this left ventricular lead was dislodged. In addition, the patient experienced diaphragmatic stimulation. A revision procedure was performed. This lead was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.